Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker was in backup vvi due to normal electrive replacement indicator (eri). The pacemaker was explanted and replaced on (B)(6) 2019. Patient was stable post procedure.